Manufacturer narrative:
Product analysis the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the lead was returned with the helix bent and the drive shaft lug stuck behind the retraction stop. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during implant. The physician noted that the helix would not extend after placement. As well, the helix would not extend while on the cath lab table. A new lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.